Event description:
Boston scientific received info that this guidewire broke off in the right atrium of the pt. The physician felt resistance between the sheath and introducer, or as the syringe was attached to stop cock prior to wire explant. The wire was removed through the right femoral groin. It was reported that the pt tolerated the procedure well.

Manufacturer narrative:
Not returned. A number of steps have been taken to identify the pt and/or medical product, however, they were unsuccessfull. Should any additional info related to this event become available, this event will be updated.